Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient's daughter reported that the patient passed away, was later found dead, and the device had not alarmed when "her blood sugar went to zero." The event occurred on (B)(6) 2022. Per the patient¿s daughter the receiver did not alarm for the 12 hours prior to the patient being found. No information was provided about what was displayed on the cgm screen when the patient was found. Attempts by dexcom technical support and medical safety to reach the daughter for additional details were unsuccessful and no additional patient or event information is no product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.